Event description:
In 2003 day of surgery of orif approx 32150 spouse came out of room saying "something is wrong". Pt was cyanotic and pulseless. On pca morphine. Pt had also been given phenergan 12.5 mg IV for nausea 35 mins before occurrence. Code called, narcan 1.6mg given. Intubated-weaned vent.